Event description:
It was reported that a patient underwent an initial right total knee arthroplasty performed (B)(6) 2020. Subsequently, the patient was revised (B)(6) 2022 due to pain, swelling, and possible loosening of the tibial component. During revision, no gross loosening was found in the tibial or femoral components. Mild synovitis was noted. The patella was left intact, all other components were revised without complication.

Manufacturer narrative:
(B)(4). List of associated devices: articular surface fixed bearing posterior stabilized (ps) right 11 mm height, reference 42521400511, batch 63750891. Tibia cemented 5 degree stemmed right size d, reference 42532006702, batch 64686661. Femur cemented posterior stabilized (ps) narrow right size 6, reference 42500006002, batch 64472820. All poly patella cemented 29 mm diameter, reference 42540000029, batch 64740327. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
Multiple MDR reports have been filed for this event. Please see associated report: 3006946279-2022-00075. Device evaluation could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were reviewed and show that patient started to have pain 2 years after the initial surgery. The revision surgery notes states that no loosening was found. Nothing which could explain the pain was found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.